Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the emergency department in ventricular fibrillation with multiple implantable cardioverter defibrillator shocks. Log files were submitted for review and captured no other unusual events other than mainly pulsatility index events. The pump log files appeared to be unremarkable.